Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Out of range low bipolar impedance measurements have been causing bipolar lead failures multiple times since implant in (B)(6) 2025. Noise and non-capture can be seen as well. Noise was recreated in unipolar via isometrics. No noise observed in bipolar. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2025, lead explanted due to possible dislodgement or micro break. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2025, lead explanted due to possible dislodgement or micro break. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The suture sleeve, conductor coil and insulation were found squeezed and damaged 12.5 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported clinical observations. These damages most likely occurred while tightening the suture sleeve to the lead body during the implantation procedure. Furthermore, the fixation helix was found deformed, which probably occurred during the surgery due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.